Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed contact dermatitis under the therapy pads of the lifevest equipment. Patient reports history of skin sensitivity. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist and dermatologist advised wearing the lifevest only at night due to the skin irritation. Follow up indicated that the skin irritation improved.